Event description:
It is reported in 99 pt. Sustained fractured right femur and underwent orif using 10 hole synthes dcp plate and eight zimmer screws. Post-op pt did not follow up with treating physician and was not seen again until 3 month later when plate was discoverd fractured at level of original fracture site. Cortical screws were found to be intact. It was noted that it was obvious pt was non-compliant with respect to post-op weightbearing. 42 days later plate and screws were removed and zimmer retrograde m/dn nail was implanted. No interlocking screws were used. Again, post-op pt did not follow up with treating physician and was not seen again until 42 days later when x-rays showed nail subsided into knee joint. Again noted at this time it was obvious pt has been non-compliant with respect to post-op weightbearing. In 2000 nail was removed without difficulty. Noted original femur fracture was well healed with exuberant callus. Pt did well post-op.